Manufacturer narrative:
Hardware was replaced during depot repair and device was returned to customer. The suspect device/part was not returned to haemonetics, without physical sample provided for evaluation, the root cause cannot be determined.

Event description:
Haemonetics was notified that a customer reported a defective bp motor assembly. It was also reported the driver card smells burnt. There was no donor involvement.